Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the right master tool manipulator (mtm) did not perform homing. The issue was identified prior to starting and pre-anesthesia. The customer rebooted the system. The system logged error 22033. The technical support engineer (tse) asked if it was possible to perform hard power cycles, but the issue reoccurred. The tse reviewed the logs and confirmed error 22033. The tse asked if there were some obstructions near the mtm. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtm) due to failure to reach the initial homing position at each startup. The system was tested and verified as ready for use.